Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed post-paced t-wave oversensing on the pacemaker (pm). No changes or intervention was performed; the device will continue to be monitored. There were no patient consequences.